Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure the monopolar loop was self activating. It was not reported how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 8/9/2018. Investigation summary: the unit was returned and tested. Upon testing no failures were observed. The unit performed to design specifications. The unit was re-calibrated and tested. A review of the DHR shows this product was originally manufactured to specifications and there is no evidence of device defect or malfunction.